Event description:
Asku

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, during needle deployment (step #2), by pushing on the plunger assembly until the collar of the plunger makes contact with the proximal end of the device body, a suture break occurred. The device was removed and a second proglide device was used; however, no suture was observed at the needle tip and the knot was outside the patient anatomy. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. Device #2 - proglide (part #12673-05; lot #920466h), will be filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the monofilament was exposed approximately 2 inches at the guide. The posterior cuff and needle tip were still attached to the rail end. The anterior cuff and link were engaged to anterior needle tip. Based on the investigation findings, the link was broken at the posterior cuff. The link connects the anterior needle to the suture; if the link breaks from the cuff, the suture will not be present during plunger withdrawal and can appear very similar to a cuff miss. The link break is likely the result of resistance or drag encountered during the procedure. The rest of the monofilament was pulled from the device without significant resistance. According to the report, patient anatomy is not a contributing factor; therefore, the root cause for the link break from the cuff could not be determined. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.